Event description:
It was reported that there were complaints to biomed from multiple clinical services at the san francisco va medical center regarding false air-in-line alarms that repeatedly occurred while using the infusion pump. The customer alleged these alarms resulted from a malfunctioning air-in-line sensor, which the customer replaced in the pump, and returned the defective assembly to bd for investigation. No further information was provided.

Manufacturer narrative:
The customer¿s stated issue of false air in line alarms on 34 returned ail assemblies was not confirmed. Received 34 air-in-line assemblies. Two of the received assemblies (ailsn:(B)(6), ID#:04 and ailsn:(B)(6), ID#:14) were observed to have broken or damaged op1 sensors. This damage is believed to have occurred during transportation. One of the assemblies, (ailsn: (B)(6), ID#:28), was missing the retaining rivet that connects the ail housing and the pcb to one another. The remaining 31 assemblies appeared to be in good condition, no damage was noted. Functional testing consisting of false air-in-line alarm testing was performed on all 34 ail assemblies. During testing, 32 of the ail¿s passed an infusion test. The remaining two ail¿s were found to have op1 broken. Op1 was replaced on the two ail assemblies and were also found to be operating in specification. The root cause of the customer¿s complaint of false air-in-line alarm was not identified in this investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no further information was provided.

Event description:
It was reported that there were complaints to biomed from multiple clinical services at (B)(6) medical center regarding false air-in-line alarms that repeatedly occurred while using the infusion pump. The customer alleged these alarms resulted from a malfunctioning air-in-line sensor, which the customer replaced in the pump, and returned the defective assembly to bd for investigation. No further information was provided.